Event description:
Event description guidant received information that this implantable right ventricular lead demonstrated a drop in r wave amplitude from 10mv at implant to 2-3mv currently. This lead has been in service for approximately 2 months. Impedance and threshold measurements have remained within normal limits. The patient is 100% sensed, and has not received inapropriate shocks. However, occasional vf and vs markers are seen on the stored electrograms. Technical services (ts) discussed possibilities for the observation, including dislodgement or lead-on-lead contact.